Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gast rointestinal/ pelvic floor. It was reported that the patient apparently it stopped working or there was something wrong with it. She stated she was urinating 4-5 times a day and could not hold it. She stated it helped in the beginning gradually then started 2 and a half weeks or 3 weeks noticed symptoms came back. It was indicated that the batteries in the programmer were only half full and she did not have any other batteries. There was enough battery power to sync and see patient was on program 4 at 5.8. The patient explained when she started with the interstim it was at 2.0 and she was able to get it to 3.0. She stated she wanted it up to control the bladder more, helped for a little while after making an increase, and she could feel it when pushed button to go up. The batteries were strong enough to show the other program settings, she did not recall if she had ever tried the other settings but was interested to try another program. When trying to use the programmer to turn stim off before changing to another program, she encountered poor communication. Recommended getting some brand-new batteries and she could call back for further assistance. The patient will get some batteries and may call back if she needed further assistance. No further complications were anticipated/reported.